Manufacturer narrative:
This MDR is being submitted due to the reported dysphagia which resulted in explantation of the acell device. The surgeon cannot confirm that the acell device was the cause of the reported symptom. The acell device was explanted, however, it is not available for evaluation. The surgeon is satisfied with the outcome of the patient. A review of the manufacturing records is not possible as the lot and serial number was not provided by the surgeon. Nevertheless, all acell devices are manufactured and distributed sterile in compliance with FDA, state, local laws and regulations, and acell's operating procedures. There were no reports of device failure at the time of initial surgery. We are submitting this report now, however, the investigation is ongoing and more information will be provided upon completion of the investigation.

Event description:
On (B)(6) 2019, acell, inc. Was notified that a patient experienced dysphagia after implantation of a acell device for a hiatal hernia repair six (6) weeks post-operative. The date of implantation is unknown. The surgeon stated he explanted the acell device due to the patient experiencing dysphagia. The date of explantation is unknown. The surgeon cannot confirm that the acell device was related to the symptoms the patient reported, nevertheless, is satisfied with the outcome of the patient.

Event description:
On 3/18/19, acell, inc. Was notified that a patient experienced dysphagia after implantation of a acell device for a hiatal hernia repair six (6) weeks post-operative. The date of implantation is unknown. The surgeon stated he explanted the acell device due to the patient experiencing dysphagia. The date of explantation is unknown. The surgeon cannot confirm that the acell device was related to the symptoms the patient reported, nevertheless, is satisfied with the outcome of the patient.

Manufacturer narrative:
This is a follow-up report for additional information that was received subsequent to the initial filing. Acell recieved information on 5/20/19 regarding the date of initial surgery performed and acell device used. There were no reports of device failure at the time of initial surgery. The device is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations. Acell's investigation is complete. Initial filing - this MDR is being submitted due to the reported dysphagia which resulted in explantation of the acell device. The surgeon cannot confirm that the acell device was the cause of the reported symptom. The acell device was explanted, however, it is not available for evaluation. The surgeon is satisfied with the outcome of the patient. A review of the manufacturing records is not possible as the lot and serial number was not provided by the surgeon. Nevertheless, all acell devices are manufactured and distributed sterile in compliance with FDA, state, local laws and regulations, and acell's operating procedures.